Manufacturer narrative:
Date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient stated she is breaking out which sounds like an allergic reaction rash. The red blisters with bumps in the middle. I asked her to stop wearing the bone stimulator until customer service called her. She had no issues over the last eight months until this recent shipment of electrodes. The patient did not contact the doctor by was advised by customer service to call immediately. Replacement 63b electrodes were shipped to the patient with a return pouch. Update: the patient used the device for 8 months without any problem with the electrodes. The patient had sores and bumps. The patient stated that she opened one package of the 72r electrodes from a previous order and notice there was a smell. She threw them out. She was not sure if the rest of the electrodes were ok or not. She stopped using then started again. The patient experienced the same reaction, sores and bumps. The patient used bacitracin to clean the area. The patient saw the doctor on friday. The doctor did not know what the problem. The doctor told the patient to stopped using the stimulator. The doctor said the unit was going to time out on 2/22 or 2/23 and there was no point to start using the device again. The patient said bone stim did work for her because the bones were fused. The doctor prescribed her with hydrocortisone for the sores. The patient mailed the 72r electrode and the 63b electrodes. The stimulator was discarded. The 72r electrodes were not returned for evaluation.

Event description:
It was reported by the sales representative that the patient stated she is breaking out which sounds like an allergic reaction rash. The red blisters with bumps in the middle. I asked her to stop wearing the bone stimulator until customer service called her. She had no issues over the last eight months until this recent shipment of electrodes. The patient did not contact the doctor. The patient used the device for 8 months without any problem with the electrodes. The patient had sores and bumps. The patient stated that she opened one package of the 72r electrodes from a previous order and notice there was a smell. She threw them out. She was not sure if the rest of the electrodes were ok or not. She stopped using then started again. The patient experienced the same reaction, sores and bumps. The patient used bacitracin to clean the area. The patient saw the doctor on friday. The doctor did not know what the problem. The doctor told the patient to stopped using the stimulator. The doctor said the unit was going to time out on (B)(6) and there was no point to start using the device again. The patient said bone stim did work for her because the bones were fused. The doctor prescribed her with hydrocortisone for the sores. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Investigation summary: the 72r electrodes were received for evaluation. A visual inspection of the customer returned 72r electrodes was performed and indicated that the part was in good condition from visual perspective. The DHR/ coc was reviewed and showed no reported non-conformances and deviations. The failure was not confirmed for the reported condition of the "allergic reaction, blister & rash". The investigation indicated that all the specifications were within the limit. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of " allergic reaction, blister & rash". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (9) total complaints from (february 2, 2020) to (february 2, 2021) for pn (106130-20) and events related to (rash). Keyword search criteria: (complaint code: bhp: electrodes: rash/irritation). The search was specified to the lot no. 209102, the review of complaint history identified (2) complaints. Review of complaint history identified (0) total complaints from (february 2, 2020) to (february 2, 2021) for pn (106130-20) and events related to (allergic reaction, blister). Keyword search criteria: (complaint code: medical: allergic reaction; medical: blister). The search was specified to the lot no. 209102, the review of complaint history identified (0) complaints. The search could not be specified further because the main complaint was alteration in sensation and rash. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Date of event: (B)(6) 2021.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she is breaking out which sounds like an allergic reaction rash. The red blisters with bumps in the middle. I asked her to stop wearing the bone stimulator until customer service called her. She had no issues over the last eight months until this recent shipment of electrodes. The patient did not contact the doctor by was advised by customer service to call immediately. Replacement 63b electrodes were shipped to the patient with a return pouch. Update: the patient used the device for 8 months without any problem with the electrodes. The patient had sores and bumps. The patient stated that she opened one package of the 72r electrodes from a previous order and notice there was a smell. She threw them out. She was not sure if the rest of the electrodes were ok or not. She stopped using then started again. The patient experienced the same reaction, sores and bumps. The patient used bacitracin to clean the area. The patient saw the doctor on friday. The doctor did not know what the problem. The doctor told the patient to stopped using the stimulator. The doctor said the unit was going to time out on 2/22 or 2/23 and there was no point to start using the device again. The patient said bone stim did work for her because the bones were fused. The doctor prescribed her with hydrocortisone for the sores. The patient mailed the 72r electrode and the 63b electrodes. The stimulator was discarded.